Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. The device was connected to carto 3 system, the device was visualized and recognized correctly; however, high force readings appeared on the system. The printed circuit board was inspected, and no anomalies were found in the sensor coils. A manufacturing record evaluation was performed for the finished device 31422747l, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed due to the foreign material inside the pebax. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro, and the contact force quickly increased during ablation (up to 80 grams). This happened despite repeated zeroing. Error messages such as a sensor error were not displayed. There was no patient consequence. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax surface. Initially, it was reported that contact force quickly increased during ablation (up to 80 grams). This happened despite repeated zeroing. Error messages such as a sensor error were not displayed. There was no patient consequence. The forces issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 09-jan-2025, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 09-jan-2025.